Manufacturer narrative:
(B)(4). Batch # r5a75f. Investigation summary: the analysis results showed that one gst60b cartridge reload was returned with 12 double drivers and 14 single drivers out of position making the reload non-functional. Although no conclusion could be reached on what caused the drivers to fall, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, staples in the pocket was protruded on reload's surface when nurse tried to attach it on staple's jaw. Unknown if the procedure was delayed or completed successfully. There were no adverse consequences for the patient.